Event description:
A customer in (B)(6) reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported the unit moved on its own three times in two days. Agfa is reporting each event. This MDR report is for the third event. The dx-d 100 system was reported to move forward at a slow speed in on one occurence. The system was reported to move once when it was close by a patient stretcher in the second occurence. In the third occurence the system was reported to move when it was plugged in. Investigation is underway and a supplemental report will be provided. There has been no reported harm to patient or user during these events.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.see h10 for additional information.

Manufacturer narrative:
Agfa service responded and checked the dx-d 100 system. The dmc board and left/right handle gauge adjustment were all in the range as per the system service manual. The handgrip left/right fine positioning switches were checked and it was confirmed that one of the switches on left handgrip works and the rest were not working, agfa service replaced left and right handgrip switch. The system functionality was checked and it worked properly. The unit is now working as intended. Further investigation by agfa and the supplier confirmed due to the covid 19 pandemic the cleaning protocols of the hospitals have been modified and the cleaning requirements specified in the system manual are not being followed. The customers are massively applying disinfectant liquids by means of spray pulverized over the handgrip keys. The liquid comes into the system from the small gaps between the overlay of the keys and the handgrips. This liquid is accumulated between the flat cable and the key's overlay making a shortcircuit in the overlay and activating the movement. There has been no reported harm to patient or users for this event. As a preventive action the supplier is investigating several methods for avoiding that this liquid could cause a short at the keys. This area could be protected by means of plastic film, adding resin or modifying the design of the overlay. This preventive action is not yet defined.